Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 26-jan-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 0.5 mg/ml via an implantable pump for spinal pain. It was reported that a physician completed a dye study and it was unsuccessful. The date of the unsuccessful dye study was unknown. The event occurred during normal use. Regarding diagnostics/troubleshooting performed it was also reported that a motor stall was successful. No patient symptoms were reported. The complete catheter was explanted replaced. When the pump was removed from pocket the sutureless connector was connected, but the physician was unable to remove it without the connector coming apart. The issue was resolved at the time of the report. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been not applicable. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was requested but would not be made available due to legal/confidential reason. The healthcare provider was notified that the product should be returned, and the company representative had possession of the product. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was clarified that the reason the dye study was performed was due to the patient not getting therapeutic relief. Regarding the unsuccessful dye study, the physician was unable to remove cerebrospinal fluid from the catheter access port (cap). The patient did not experience any symptoms related to the unsuccessful dye study. It was clarified that a motor study was successful, and no issues were found.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the patient wasn¿t getting therapeutic relief, the date of event/onset was within the last few months this year as reported from the pain office. The date 2018-jan-01 is considered an approximate date of event (year known only).

Manufacturer narrative:
The catheter was returned to the manufacturer. Analysis of the catheter on (B)(6) 2018 revealed a user related issue regarding damage that occurred to the catheter body and-or guidewire during the implant procedure. Upon visual inspection, analysis noted a hole in the catheter body. Analysis also identified a user related issue regarding difficulty with the sutureless connector that led to explant. (B)(4). If information is provided in the future, a supplemental report will be issued.